Manufacturer narrative:
A non-qualified cartridge and viscoelastic were indicated. The company lens is only qualified for use in the company cartridge. The root cause for the reported lens damaged is most likely related to a failure to follow the instruction for use (IFU). The company lens is not qualified for use in the company cartridge. A non-qualified viscoelastic was also indicated. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was damaged when implanted in patient¿s eye and there was a patient contact. Additional information has been requested and received stated that defective iol discovered after implanting into patients left eye. The lens had a divot defect from manufacture, the iol was removed and was exchanged with the another implant, there was no patient harm and the patient was not hospitalized. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).